Event description:
It was reported to covidien that the oxi-a/n sensor was providing low spo2 readings. It was reported that the readings were in the low 90s. No pt harm reported.

Manufacturer narrative:
Per info provided in the oximax oxi-a/n oxiband directions for use in regards to possible uses for inaccurate readings: note: if the sensor does not track the pulse reliably, it may be incorrectly positioned - or the sensor site may be too thick, thin, or deeply pigmented, or otherwise deeply colored (for example, as a result of externally applied coloring such as nail polish, dye, or pigmented cream) to permit appropriate light transmission. If any of these situations occurs, reposition the sensor or choose an alternate nellcor sensor for use on a different site. Warnings: using the oxi-a/n in the presence of bright lights may result in inaccurate measurements. In such cases, cover the sensor site with an opaque material. Intravascular dyes or externally applied coloring such as nail polish, dye, or pigmented cream may lead to inaccurate measurements. Excessive motion may compromise performance. In such cases, try to keep the pt still, or change the sensor site to one with less motion. When the sensor is wrapped too tightly or supplemental tape is applied, venous pulsations may lead to inaccurate saturation measurements.